Event description:
It was reported the patient presented prior to a routine generator exchange. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance and a high capture threshold. The suspected cause was a lead fracture. The right ventricular lead was capped on (B)(6) 2023 and replaced on (B)(6) 2023. The patient was in stable condition before, during, and after the surgery.